Manufacturer narrative:
The pump is not being returned to animas for eval. The animas rep involved in this contact determined that the pump was functioning properly.

Event description:
On (B)(6), 2010, the pt contacted animas alleging an elevated blood glucose level. At the time she contacted animas, the pt tested her blood glucose and reported a result of "513 mg/dl." The pt denied having symptoms of shortness of breath and chest pain. The pt had not checked for ketones at that time. The pt had last changed her site on (B)(6), 2010. The pt denied that the cannula was bent or kinked when the site was changed. The pt denied signs of an insulin leakage. The pt also denied having any recent illnesses. The basal setting and basal history reportedly matched. The pt claimed that the bolus history was correct. The pt recalled that she had started a new unidentified medication about 2 months ago. Upon looking back, the pt claimed that when she started the new medication, she began to see higher blood glucose readings. Although there was no evidence of a mechanical problem found with troubleshooting of the pump, this complaint is being reported due to the following conclusion: the pt claimed that she obtained a blood glucose level of over 500 mg/dl.